Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that the strong resistance was encountered as the tip of the coil was advanced into the proximal end of the unspecified microcatheter. It was not reported if the embolic coil appeared damaged in any way. It was also not reported if the concomitant microcatheter was visibly damaged. The size/brand of the concomitant microcatheter was not reported. No further information could be obtained. Initial reporter phone: (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4). [Complaint conclusion] as reported by a healthcare professional, during a coil embolization of an anterior communicating artery aneurysm, the 2mm x 6cm galaxy g3 mini (glm920060/l12346) was selected as the fourth coil and was flushed, but there was strong resistance encountered between the coil and unspecified microcatheter. The embolic coil was inspected inside of the introducer sheath and it was confirmed that the coil was ¿sneaking¿. It was further stated that ¿the shape of the coil was snaking¿. It was not reported whether the embolic coil exited the introducer or if the embolic coil appeared damaged. The coil was replaced, but there was strong resistance felt between the replacement 2mm x 6cm galaxy g3 mini (glm920060/l12530) coil and microcatheter. The resistance was encountered as the tip of the coil was advanced into the proximal end of the microcatheter. The physician withdrew the coil and reinserted the coil into the microcatheter multiple times, but the delivery wire separated. The coil was removed from the patient and replaced with a 4cm coil. It was not reported whether the embolic coil or concomitant microcatheter appeared damaged. Two additional coils (2mm x 4cm) were implanted in the target lesion and the procedure was completed successfully without further incident. No patient complications occurred as a result of the events. The surgery was not delayed due the events. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and an adequate continuous flush was maintained. The devices were handled and prepped according to the IFU. No visible product damage was noted prior to the event. No unintended detachment was observed. The physician did not apply undue force at any time. No report of the other devices used in the procedure is available. No further information could be obtained. A non-sterile 2mm x 6cm galaxy g3 mini was received inside of a pouch. The original packaging labeling was not returned. Upon receipt of the complaint device, visual inspection was conducted. The device was separated in two pieces at the articulating joint. The hub connector was undamaged. There were no other visual anomalies observed during the visual inspection. The device was then examined under a microscope. The articulating joint showed evidence that it was elongated before it became separated. The resheathing tool was found undamaged. The distal outer sheath was seen intact indicating that the resistance heating coil had not heated, and the detachment process had not been initiated. The embolic coil was seen stretched and kinked inside of the introducer sheath. The embolic coil distal ball tip was present and intact. Functional testing could not be performed due to the separated condition of the returned device. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The customer report of resistance/friction during advancement through the microcatheter could not be evaluated due to the condition of the returned device. The customer report that the delivery wire was separated was confirmed. Visual and microscopic inspection revealed that the dpu was separated in two at the articulating joint. The exact circumstances surrounding the observed separation of the device cannot be determined based on the condition of the returned device. However, it is likely that undue force was applied to the device, possibly in an attempt to overcome the reported resistance. Functional testing could not be performed to determine potential root causes of the event. The embolic coil was also found stretched and kinked. The cause of the kinking and stretching is not apparent from the condition of the returned device, nor does the event description report any damage of the embolic coil. However, 100% of devices are inspected for damage at the quality control (qc) final inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage. Kinking can be caused by the application of excessive force to a device while trying to advance against resistance and stretching is generally caused by the application of excessive force to a device while trying to retract against resistance. There is no cause of resistance apparent in the returned device. The microcatheter used during the reported event was returned. Without the return of the concomitant microcatheter, the cause of the event cannot be identified. Resistance/friction and device separation are known potential failures associated with the use of the device. The IFU states the following: ¿if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. Loosen the rhv main valve and fully re-insert the introducer tip into the infusion microcatheter hub. Gently tighten the rhv main valve around the introducer sheath to prevent backflow of blood. Visually inspect the alignment of the introducer tip and the microcatheter hub to ensure they have not slipped apart. As the microcoil passes through the introducer tip into the microcatheter hub, continuously verify that the introducer tip and microcatheter hub remain aligned. Caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Caution: if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices.¿ neither the product analysis nor the device history review suggests that the failure could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation and interaction with the concomitant microcatheter, may have contributed to the reported failure and damages noted to the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are 3008114965-2018-00846 & 3008114965-2019-00937.

Manufacturer narrative:
Product complaint#: (B)(4). This MDR is being submitted as a correction. It was previously reported that the embolic coil was stretched and kinked, however during further assessment it was found that embolic coil was also damaged. The findings still meet regulatory reporting criteria. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Updated complaint conclusion to include correction to the device analysis: as reported by a healthcare professional, during a coil embolization of an anterior communicating artery aneurysm, the 2mm x 6cm galaxy g3 mini (glm920060/l12346) was selected as the fourth coil and was flushed, but there was strong resistance encountered between the coil and unspecified microcatheter. The embolic coil was inspected inside of the introducer sheath and it was confirmed that the coil was ¿sneaking¿. It was further stated that ¿the shape of the coil was snaking¿. It was not reported whether the embolic coil exited the introducer or if the embolic coil appeared damaged. The coil was replaced, but there was strong resistance felt between the replacement 2mm x 6cm galaxy g3 mini (glm920060/l12530) coil and microcatheter. The resistance was encountered as the tip of the coil was advanced into the proximal end of the microcatheter. The physician withdrew the coil and reinserted the coil into the microcatheter multiple times, but the delivery wire separated. The coil was removed from the patient and replaced with a 4cm coil. It was not reported whether the embolic coil or concomitant microcatheter appeared damaged. Two additional coils (2mm x 4cm) were implanted in the target lesion and the procedure was completed successfully without further incident. No patient complications occurred as a result of the events. The surgery was not delayed due the events. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and an adequate continuous flush was maintained. The devices were handled and prepped according to the IFU. No visible product damage was noted prior to the event. No unintended detachment was observed. The physician did not apply undue force at any time. No report of the other devices used in the procedure is available. No further information could be obtained. A non-sterile unit galaxy g3 mini 2mm x 6cm was received inside of a pouch. The received device was inspected; the device was received in two, the separation was found on the articulation joint. No damages were found on the hub. The resheathing tool was inspected under microscope and it was found without damage. Inside of the introducer was received the embolic coil. The resheathing tool was inspected under microscope and no damages were noted on it. The resistance heat was inspected under microscope and it was not heated. The articulating joint was inspected under microscope and it show evidence that it was elongated before it was separated. The embolic coil was inspected under microscope and it was found stretched/kinked and damage. The functional analysis could not be performed due the conditions of the received device (unit separated in two) as well the condition of the embolic coil could be related with the failure. A review of manufacturing documentation associated with this lot: l12530 presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint reported by the customer ¿detachable coil delivery system (dcs) - resistance/friction-during advancement with no loss of cerebral target position¿ could not be evaluated due to the conditions of the received unit however the failure might be related to the condition of the embolic coil. The complaint reported by the customer ¿device positioning unit separated-during use¿ was confirmed, the failure experienced by the costumer can be related to the separation of the unit in two. The root cause of the coil issue and device damages observed cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The conditions might be related to an excessive force applied to the device and/or procedural however, this cannot be conclusively determined. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. The exact circumstances surrounding the observed separation of the device cannot be determined based on the condition of the returned device. However, it is likely that undue force was applied to the device, possibly in an attempt to overcome the reported resistance. Functional testing could not be performed to determine potential root causes of the event. The embolic coil was also found stretched, kinked and damaged. The event description does not report any damage of the embolic coil. However, 100% of devices are inspected for damage at the quality control (qc) final inspection. Kinking can be caused by the application of excessive force to a device while trying to advance against resistance and stretching is generally caused by the application of excessive force to a device while trying to retract against resistance. There is no cause of resistance apparent in the returned device. The microcatheter used during the reported event was returned. Without the return of the concomitant microcatheter, the cause of the event cannot be identified. Resistance/friction and device separation are known potential failures associated with the use of the device. The IFU states the following: ¿if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. Loosen the rhv main valve and fully re insert the introducer tip into the infusion microcatheter hub. Gently tighten the rhv main valve around the introducer sheath to prevent backflow of blood. Visually inspect the alignment of the introducer tip and the microcatheter hub to ensure they have not slipped apart. As the microcoil passes through the introducer tip into the microcatheter hub, continuously verify that the introducer tip and microcatheter hub remain aligned. Caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Caution: if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices.¿ neither the product analysis nor the device history review suggests that the failure could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation and interaction with the concomitant microcatheter, may have contributed to the reported failure and damages noted to the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The product is available for evaluation and testing; however, it has not been received to date. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that during a coil embolization of an anterior communicating artery aneurysm, strong resistance was encountered between the 2mm x 6cm galaxy g3 mini (glm920060/l12530) and unspecified microcatheter. The physician withdrew the coil and reinserted the coil into the microcatheter several times, but the delivery wire separated. The coil was removed from the patient and replaced with a 4cm coil. Two additional coils (2mm x 4cm) were implanted in the target lesion and the procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. No unintended detachment was observed. No report of the other devices used in the procedure is available. The product will be returned evaluation. No further information was provided.